Event description:
Country of complaint: (B)(6). Thread breaking during suturing.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site eval: samples received: 1 open cassette. There are no previous complaints of this code/batch. Tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product has a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: na. Corrective/preventive actions: na.